Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On both targeting arm (another (B)(4)), the c-rings are quite easily removed from the arms without the use of tools. Doctor thinks they are probably less liable to be caught by linen or gauze and be removed in an operation as compared with the square ended design. Thus, the chamfered design should be better.